Event description:
During a nasal sinus procedure the tip of calgiswab became dislodged when removing from frontal sinus cavity. The surgeon was required to enlarge the cavity, search for missing substance, irrigate the cavity and have xrays taken.